Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up arrow keypad button was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The up arrow button was difficult to press and required increased force to respond. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the contact of the up arrow button was inverted.